Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes . Section d-9: date evaluated by manufacturer: 01-oct-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification of the simplicity handpiece revealed, trace amounts of viscoelastic residue on the inside of the cartridge and that the haptic of a lens was inside the cartridge. The lens module/cartridge assembly was inspected and no issues were observed. The complaint issue was confirmed; however, based on the fact that there was only a trace amount of viscoelastic residue remaining in the cartridge this may be attributed to too little being used during insertion and therefore, cannot be confirmed to be related to manufacturing. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No non-conformance/ exception report (nc/ER) was found as part of this manufacturing records review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity and race: unknown as information was not provided. Date implanted: not applicable, as the iol was removed/replaced during the same procedure. Date explanted: not applicable, as the iol was removed/replaced during the same procedure. The device was not returned for analysis as the iol was discarded therefore, failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the doctor felt resistance at insertion of the intraocular lens (iol), the lens felt hard to turn, and the trailing haptic was sheared off. The lens was implanted and removed and replaced with another lens with the same model and diopter size. The incision was enlarged but no suture(s) were required. It was reported the patient is doing fine post-procedure. The pre-loaded insertion device is available for return, however, the iol is not. No further information is available.